Event description:
Löwenstein medical technology has received information about a potential incident. During operation, an alarm was triggered, causing an interruption of ventilation. The therapy was resumed after an interruption of a few minutes. It was reported, the patient developed cyanosis. There is no indication of any lasting damage to the patient as a result of the failure. We are currently gathering further information about this potential incident.

Manufacturer narrative:
Country of incident: japan.

Manufacturer narrative:
Country of incident: japan. The case is considered closed by lmt.

Event description:
Löwenstein medical technology has received information about a potential incident. During operation, an alarm was triggered, causing an interruption of ventilation. The therapy was resumed after an interruption of a few minutes. It was reported, the patient developed cyanosis. The patient's condition subsequently stabilized and there is no indication of any lasting damage to the patient as a result of the failure.